Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to stent struts rows 2 and 4 (counting from the proximal end of the stent), struts were lifted and pulled in a distal direction. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access as obtained via the femoral artery. The 36x3.0mm, eccentric target lesion was located in the moderately tortuous and mildy calcified right coronary artery. Following pre-dilatation, a 3.00x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and it was observed that the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.